Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -11.0 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/15.

Manufacturer narrative:
Product evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found optic torn/split, and haptic torn/broken/bent/deformed. (B)(4).